Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was in the 300-400 mg/dl range and at the time of incident was 440 mg/dl, current blood glucose is 460 mg/dl. It also stated that customer's blood glucose was 109 mg/dl and customer took insulin it went up to 274 mg/dl. It was also reported that the 1 large air bubble were present of half an inch sized to the site connector. The customer reported that the air bubble were successfully removed and customer declined troubleshooting for air bubble. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.